Event description:
It was reported that when they were using a probe, they noticed that the prong was missing. They were able to use another to finish the case.

Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.